Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx plus valve, product ID: evfxplus-26, serial/lot: unknown, use by date: unknown, UDI: unknown. Citation: patel sm, golzarian h, kleman ac, et al. Salvaging percutaneously a suboptimal tavr deployment with repositioning in the t horacic aorta: a novel snare-mediated approach to prosthesis malposition. Jacc case rep. 2025;30(24):104553. Doi:10.1016/j.jaccas.2025.104553 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who had a medtronic 26 mm evolut fx+ transcatheter aortic valve implanted valve-in-valve in a non-medtronic surgical valve (25 mm trifecta). Three weeks later, the patient presented with severe bioprosthetic aortic stenosis and decompensated heart failure. Transesophageal echocardiography uncovered a ¿deep-seated¿ transcatheter valve, severe paravalvular leak with a peak gradient of 24 mm hg, and moderate-to-severe mitral regurgitation due to anterior mitral valve leaflet impingement caused by the low evolut fx+ valve. Ultimately, the heart team and the patient opted to proceed with a ¿double-snare-assisted repositioning technique¿ in which the malpositioned evolut fx+ was relocated to the ascending aorta, followed by deployment of a new 26 mm evolut fx+ within the surgical valve. The authors recounted that while they were repositioning the original evolut fx+, the valve dislodged onto the dilation balloon they were using, which was followed by successful relocation of the valve in the ascending aorta. The new evolut fx+ exhibited a mean gradient of 17 mm hg and only mild mitral regurgitation was recorded. Post-procedure, the patient stabilized without issues and continued to do well during three months of follow-up.